Manufacturer narrative:
The event was for missing collar was confirmed by the technician through visual inspection. The device collar was missing. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during routine inspection at the user facility the manufacturer field service technician found the head of the attachment was missing. The manufacturer service technician found that this meant the collar of the attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine inspection at the user facility the manufacturer field service technician found the head of the attachment was missing. The manufacturer service technician found that this meant the collar of the attachment was missing. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.